Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's pc displayed the " replace generator " message. The rep was able to update the pc app, but still the ipg shows the message "end of life." Patient lost therapy approximately in (B)(6) of 2020. Next course of action has not been decided.

Manufacturer narrative:
Correction: this device is no longer reportable as it was confirmed to have normal battery depletion. The report of ¿replace generator soon message¿ was confirmed. The report of inoperable ipg due to eol (end of life) was confirmed. A longevity calculation and analysis of the returned ipg confirmed normal battery depletion based on average device usage; therefore, the root cause of the reported issue was due to normal battery depletion.

Event description:
Additional information indicates the device meets normal battery depletion.